Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, the customer declined to provide patient details.

Event description:
The customer reported that during a paclitaxel infusion, the tubing came apart at the connection point to the filter and leaked. The nurses were able to contain and clean the spill without any reported harm to the staff or the patient.